Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured vertically. The device was completely removed and the procedure was completed with a non-bsc device. There were no further patient complications nor injuries reported and patient was in good condition.